Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the tidal volume was not delivering correctly. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
The field service engineer (fse) replaced the oxygen regulator assembly and air flow sensor to address the reported problem. Unit is now in good condition. Unit was returned back to service. If patient information is provided, a follow-up will be filed.